Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience diaphragmatic pacing. It was then found out that symptom was due to ra lead pacing. In addition, it was observed that the ra impedance had decreased since implant and variable ra intrinsic amplitude. Presenting electrogram (egm) also showed atrial pacing with apparent non-capture. Boston scientific technical services (ts) then discussed getting x-ray to evaluate ra lead position. Additional information received indicated that both leads were pulled back. The field representative also stated that it looked like classic twiddler's syndrome. Device reprogramming was done. This ra lead was explanted. No additional adverse patient effects were reported.